Manufacturer narrative:
Device evaluation the device was returned to the manufacturer. Device inspection was performed and the plunger was not locked as dfu required. There were no assembly and/or molding issue observed. Trace amount of viscoelastic inside the cartridge was also observed. Inspection by 10x under the microscope found the lens stuck at the canopy of the cartridge and overridden by the push rod. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted."

Manufacturer narrative:
If implanted, give date: not applicable as the lens was inserted and removed. If explanted, give date: not applicable as the lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a pcb00 20.0 diopter intraocular lens (iol), it was realized that the patient's capsule was unstable and would not support the lens. The lens was removed requiring an anterior vitrectomy and the patient went home aphakic. An incision enlargement was also required. No further information was provided.